Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the reported condition of the device not charging was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed pretest for general condition and lever- the power module housing was cracked by the lever and check indicator liquid damage (indicator was red and it showed that the power module had encountered liquid). It was further determined that the device was charged up. It was determined that the issues were consistent with improper care. The assignable root cause was determined to be due to improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre surgery, it was discovered that the power module device was not charging. During in house engineering evaluation, it was observed that the device failed pretest for check indicator liquid damage. It was further determined that the indicator was red and it showed that the power module had encountered liquid. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.